Event description:
Boston scientific received information that the field representative send in strip which had asystole of greater than 2 seconds. Boston scientific technical services (ts) discussed algorithm with ventricular reconfirmation. The patient got a ventricular pace at the end of the 2 second pacing stop and then went back into the rhythm. Additional information indicates that the asystole came during the reconfirmation before shock where the device inhibits pacing. Also, the patient was pacemaker dependent. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.